Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00865. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which time the leads were explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00865. It was reported the patient experienced ineffective therapy. In addition, the patient experienced uncomfortable stimulation in his ribs. Reportedly, surgical intervention may be undertaken as the next course of action.